Event description:
The customer reported the ventilator power cord was sparking while plugged into the red emergency ac power wall receptacle. The customer reported the ventilator was not in use on a patient, therefore there was no patient harm or involvement. The customer unplugged the power cord from the wall and removed it from use on the ventilator. The manufacturer's service technician was unable to duplicate the reported problem. The service technician replaced the power cord as a precaution for the customer's reported finding.